Manufacturer narrative:
(B)(4). The device was discarded by the customer and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a interlink buretrol solution set leaked from where the drip chamber meets the buretrol chamber. This occurred during priming. There was no patient involvement. No additional information is available.